Event description:
The customer reported popping noises could be heard from the sys during a pt procedure. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. A power supply was adjusted. Also, the high voltage cable was cleaned and recompounded. The sys was then found to be operating as intended.